Manufacturer narrative:
Technician found CPR valve stuck open, allowing fluid to bypass. Technician replaced CPR/trend valve to correct head function.

Event description:
Account stated that there was no head function.